Event description:
It was reported the pt had lost stimulation. During surgical intervention, the extension was tested and revealed invalid contacts. As a result, the extension was explanted and replaced. The replacement extension resolved the pt's issues.

Manufacturer narrative:
Eval results: the extension was received complete. The extension was subjected to a visual inspection and electrical resistance testing. Testing revealed all contacts measured open. No outer body lead damage was noted. The broken extension wires were consistent with an overstress condition while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.